Event description:
It was reported the calibration between the stylus and the display is off by 1-2 inches, and it takes a long time to get the field selected. The programmer is not usable during implants or device checks. The stylus was replaced twice and calibrated multiple times, with no resolution of the issue. The programmer was returned for repair. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the calibration of the stylus and display was off. The stylus was replaced and the overlay assembly was calibrated.